Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k022129, k023444, k023634, k023858, k024153, k031530, k031699, k031912, k032299, k032567, k032655, k033362, k033560, k041384, k042932, k052269, k060214, k060217, k060257, k060444, k060447, k061327, k061355, k062207, k062944, k063301, k063486, k063573, k063811, k063824, k071623, k132674, k132909, k151320, k181665, k173252, k190905, k163637, k173523, k033458, and k123266. Investigation summary: this complaint is for false negative esbl results for proteus mirabilis when using phoenix panel nmic-306 (catalog number 449292) batch number 5003211. The customer did not provide product returns, isolate returns or phoenix generated lab reports for the investigation. It is to be noted that bd phoenix esbl test is applied to e. Coli, k. Pneumoniae and k. Oxytoca. There are no claims for proteus mirabilis. This complaint is unconfirmed. The batch history records were satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ nmic-306 a patient isolate (proteus mirabilis) was not reported for extended spectrum beta-lactamase (esbl) results (false negative). It is to be noted that proteus spp. Is only in use for research/development for esbl. The esbl result is only applied to escherichia coli, klebsiella pneumoniae and klebsiella oxytoca, per the user manual. The user noted that all of the effect patients were not in isolated rooms. Report 2 of 4.